Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the labels were missing with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. This occurred on 200 separate occasions prior to use. The following information was provided by the initial reporter: the damaged product was found during inbound process. When we open the carton and remove the product from the carton, we found complaint product (missing label) as many as 2 boxes (200 ea).